Event description:
During the procedure, the coil got stretched. Additional information received from the qualrap indicated that the difficulty occurred while withdrawing coil during repositioning into the aneurysm. The full assembly of mc was removed along with the coil. It was also noted that it was removed as a unit with the mc with the coil still attached to the delivery system. The entire coil was removed. No patient injury reported. At the end the procedure was successfully completed. Prior to this procedure, 8 coils have gone through the same mc. An adequate continuous flush was maintained at all times. There was no resistance between gw and mc during advancement and while advancing coil through the mc.

Manufacturer narrative:
Addendum: additional information indicated that the neck remodeling was not utilized. There were no kinks in the mc that may have contributed to the event and there was no resistance when the coil was advanced/repositioned/withdrawn. The mc was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the mc. It was reported that this was the first coil and that 8 other coils were placed through the same mc. Complaint conclusion: the orbit rdfl complex fill coil ((B)(4)) got stretched when withdrawing for repositioning in the aneurysm. The device was removed from the patient as a unit with the sl10 microcatheter with the coil remaining attached to the delivery system. The entire coil was removed and there was no patient injury. The aneurysm was successfully coiled after the event. Eight other coils were advanced through the same mc without any resistance. This was the first coil deployed; 8 subsequent coils have gone through the same mc after the event. An adequate continuous flush was maintained through the mc. There was no resistance/friction between the gw and the mc. Neck remodeling was not utilized. There were no kinks in the mc that may have contributed to the event and there was no resistance when the coil was advanced, repositioned, or withdrawn. The mc was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the mc. A non-sterile orbit rdfl complex fill coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found without damaged. The introducer was received zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer, the support coil and gripper were found without damages while the embolic coil was found stretched/kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretching of the coil was confirmed. It is possible that clinical factors and coil manipulation during positioning may have impacted the event. However, based on the analysis and with review of the reported information, the cause of the procedural stretching and damages found on the device could not be conclusively determined. Neither the analysis nor the device history records review indicates a relationship to the manufacturing process. Additionally inspections are in place to prevent this type of device failure from leaving the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15627895 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Product device is expected to be returned and thus additional information will be submitted within 30 days of receipt.